Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the helix extends and retracts normally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a lead during a procedure. The lead exhibited high thresholds and many turns were needed to retract the active fix screw. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.